Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose; an exact value was not provided. Bg was addressed with injections. Cause for bg was unknown. Customer changed all supplies and resumed insulin delivery.